Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2014 and suture was used. During the procedure, the tip of the needle broke and got lost when the doctor was making a suture through the peritoneum. The needle tip was found and retrieved from the fatty layer when the incision was widen and checked. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The actual device was returned for evaluation. Visual inspection revealed there are clear signs of macroscopic and microscopic ductility. There appears to be no metallurgical issue with the needle leading to the fracture.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.